Event description:
The original complaint assessment completed on (B)(4) 2011 indicated that the pt was shocked but no burn and that the device was returned and found to be within spec. The subsequent questionnaire received 09/13/11 indicated that the (B)(6) pt weight of approx (B)(6) with a pre-existing condition of arthritis returned to the clinic approx 18 hrs later with an approx 2 cm blister over the treated area. Pt was being treated with ultrasound for a right shoulder strain. Constant current was used with movement of applicator 2-3 cm/sec. Treatment was not interrupted nor was progress toward recover impeded due to the incident. It was later that the pt returned with blister. Pt may have been seen by a referring physician for the burn but this has not been confirmed. Djo global defines a burn as MDR reportable.